Event description:
It was reported customer passed away. Customer's mother stated the customer was hospitalized on (B)(6) 2014. The cause of death was liquid filling his lungs which caused him to loose breath. Customer's mother stated the customer was at the pool earlier that day and when he got home customer was feeling sick. Customer's mother provided him an aspirin, which she was informed to give him, and blood glucose started to go up. Customer was then getting headaches and then he started to say he could not breathe and his mother called paramedics. Customer did not have kidney failure, heart disease, or heart disease. Customer did have meningitis in the brain. Customer's blood glucose was unknown at the time of death; customer's mother did not have the meter with her. Customer was not wearing the insulin pump because he was not trained yet. Customer was never on the insulin pump. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.